Event description:
It was reported that blood shot out of the end of the bd cathena¿ safety IV catheter with bd multiguard¿ technology needle when starting the IV. The following information was provided by the initial reporter: "in addition, we had an incident that happened today. The nurse started an 22g IV and the blood shot out of the end of the needle, not the hub, but the end of the needle."

Manufacturer narrative:
H6: investigation summary: no photos displaying the defect or samples were received by our quality team for evaluation therefore the failure mode could not be verified. The returned photos only displayed the unit packaging of the product reported. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that blood shot out of the end of the bd cathena¿ safety IV catheter with bd multiguard¿ technology needle when starting the IV. The following information was provided by the initial reporter: "in addition, we had an incident that happened today. The nurse started an 22g IV and the blood shot out of the end of the needle, not the hub, but the end of the needle."